Manufacturer narrative:
(B)(4) the lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information: burning site: sacral area. Supine position, with megasoft positioned from the neck to the sacral area. The patient was directly in contact with the pad. The burn was identified in resuscitation. Clinicians are doubtful about the extent of the injury: they are not sure it is a burn, could be decubitus. No pictures are available but refer to a rather extensive burn in width. The patient is still being treated for the burn at the hospital and for the worsening of blood values. Both generators were herbe vio 300d. What was the size of the burn? A rather extensive burn in width. Does the surgeon believe that there was an alleged deficiency with the device that lead to the patient burn? The customer has used megasoft in twenty operations with satisfaction; he wants to make sure the device works properly.

Event description:
It was reported that there was a problem with megasoft. A patient operated in maxillo facial surgery, during a procedure in which 2 generators were used. The patient remained burned. The burn is of 2nd degree.

Manufacturer narrative:
(B)(4). Date sent: 3/27/2019. Additional information obtained: duration of procedure: more than 13 hours. Burn treatment: katoxyn (silver nitrate) in the initial phase. Device investigation summary: one pad 0846 serial number (B)(4) was returned for evaluation. During visual inspection no abnormalities were observed. Pad as functionally tested and found to be performing within specifications. A review of the DHR shows this product was originally manufactured to specifications and there is no evidence of device defect or malfunction. The complaint is unconfirmed. No conclusion could be made as to the root cause of the reported issue.